Manufacturer narrative:
The complaint sample was received and became immediately evident that one of the bushings was missing and that the material surrounding the remaining bushing was damaged. Comparing (B)(4) with the received part reveals that the remaining bushing had been over-moulded in the incorrect orientation, as the smaller diameter of the bushing should be facing the surgeon, and the larger diameter facing the patient when in use, which was not the case. The small crack surrounding the bushing described in the complaint appears to have been caused by this incorrect insertion of the bushings as there is insufficient material surrounding the bushing in this orientation. By examining the cavity where the missing bushing should have been, it is clear that the device was manufactured with a bushing in place, which has then disassociated. Furthermore, the indentation in the mould indicates that the missing pin bushing had also been incorrectly assembled in the inverted orientation into the device prior to over-moulding. Depuy issued a field safety notice in oct 2014 relating to depuy synthes - attune® intuition distal femoral jig - part numbers: 254400521 and 254400520 (all lots) to advise users that to reduce the risk of the metal pin bushing displacing and possibly damaging the plastic, the company recommends instrument users follow directions provided in the current surgical technique titled, ¿depuy synthes joint reconstruction attune® knee system surgical technique¿ (cat. No. 0612-10-512). Specifically: refer to page 8 of the surgical technique. This section highlights that headed pins should not be over tightened against surfaces of uncut bone. It is recommended to not continue to drive the headed pin once the head contacts the bushing. ¿headed pins are best used to secure blocks against a flat surface such as cut bone, however, if used on uncut bone with a curved surface, be careful that the headed pins are not over tightened as this can lead to tilting and malalignment of the block.¿ the complaint shall be closed to CAPA and due to manufacture, entered into the complaints database and monitored through trend analysis.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
When the surgeon removed a trial fixation pin, the bushing of the product came off as well. There was no surgical delay or harm to the patient.